Manufacturer narrative:
Patient information was unavailable from the site. Additional procedure information received.

Event description:
The reported procedure was a l3-l4 transforaminal lumbar interbody fusion (tlif). The site could not get the imaging system to boot after 5 attempts. There was a reported delay of 30 minutes as a result of this issue. Navigation was aborted and a c-arm was brought in to continue and finish the case.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the issue could not be duplicated and there were no errors in the logs however during repeated boot testing, an issue was causing the pendant not boot. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that during a procedure, when performing an imaging spin, the imaging system became unresponsive in initialization please wait. Rebooting the system multiple times did not resolve the issue. Umbilical cable was re-seated and confirmed no damage to the cable. The procedure was completed with the use of imaging system. No impact on patient outcome. No information was provided on delay to procedure.